Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of a motor vehicle accident with a t12 burst fracture and subsequent bilateral lower extremity paraplegia. The indication for the filter placement was reported to be as prophylaxis of possible fatal pulmonary embolism (pe) given the patient¿s lower extremity immobility. The filter was implanted via the right common femoral vein and placed in an infrarenal position. More than sixteen years after the filter implantation, the patient became aware that the filter had tilted and fractured with struts retained within the inferior vena cava (ivc). The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including fracture and tilt that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the patient presented to the hospital post a motor vehicle accident with a resultant t12 burst fracture with bilateral lower extremity paraplegia. The filter was implanted as a prophylaxis against fatal pulmonary embolism via the right common femoral vein inferior to the renal veins bilaterially. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 16 years and 10 months post implantation. The patient also reports suffering from anxiety.